Event description:
It was reported that the devices were used during an unknown procedure. The device would not load the clips into the jaws on three different devices. Another device was used to complete the case. There was no adverse consequence to the patient. No further details were available.

Manufacturer narrative:
(B)(4): advancer bypass - malformed clip. The analysis results of device (a) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop, during the consecutive firing sequences, causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. The device locked out as intended but the orange indicator was not visible. As not enough information about the incident reported was available, the event could not be confirmed. The analysis results found that device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any feeding issues. Upon activation of the trigger, no clips were fed into the jaws. In order to evaluate the device's internal components the device was disassembled; upon disassembling the feeder shoe tab was found to be bent, thus preventing the proper feeding of the clips into the jaws. No conclusion could be reached as to what may have caused the found condition of the feeder shoe. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4): damaged feeder shoe. The analysis results found that device (c) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended but the orange indicator was visible at 11th firing sequence, thus it over traveled. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.